Event description:
It was recently reported that the patient's device was explanted and the pt was reimplanted with another cochlear device. Advanced bionics is in the process of gathering more info; once more info is available, a supplement report will be submitted.